Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation. The most probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
The customer returned the colonovideoscope , which is an olympus asset with no reported complaint. During the evaluation of the device, air and water tube has foreign object was observed. The service repair technician indicated that the most likely cause of the air and water tube has foreign object was due to complaint was not established. There was no patient involvement.